Event description:
It was reported that noise on the ventricular sense channel was observed. The noise was reproducible with isometrics. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.